Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on photographs of the damaged warmer head provided by the medical centre and our knowledge of the product. Results: the photographs provided showed that both sides of the head casing had fracture lines and at the lower end of one fracture line there was a chip. Crazing was also found on the sides and dome portion of the head casing. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2007 and is ten years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A medical centre in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. There was no patient consequence.